Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx delta clinical system generated erroneous electrolyte results for one patient sample. Customer reran the sample after the anion gap returned a high value. Customer reported that the erroneous results were not reported outside the laboratory. Customer reported that the patient sample was repeated on another instrument, cx3. Customer reported that the results that were generated on the other instrument (cx3) were reported. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the flowcell and chloride electrode. The fse replaced the na and co2 electrodes. The fse verified performance.